Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical event alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six month and thirteen days post port placement via mid right atrium vein, the port was allegedly infected. It was further reported that the patient experienced irritation and redness surrounding the insertion area. Furthermore, patient underwent anesthesia and the port removal procedure due to infection. The patient's current status was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months and thirteen days post port placement, right chest port-a-cath removal was performed due to port-a-cath infection. After removal, the pocket was washed with antibiotic and saline, and no bleeding was identified. The port-a-cath tip was sent for culture. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided to confirm any alleged deficiency to the port. Furthermore, the clinical event alleged in the complaint cannot be confirmed. Based upon available information. The definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 07/2018) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and thirteen days post port placement via the right jugular vein with the catheter into the mid right atrium, the port was allegedly infected. It was further reported that the patient experienced irritation and redness surrounding the insertion area. Furthermore, patient underwent anesthesia and the port removal procedure due to infection. Reportedly, the port was removed. The patient's current status was unknown.

Manufacturer narrative:
H10: h10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that six month and thirteen days port placement, the port was allegedly infected. The patient experienced irritation and redness surrounding the insertion area. Further, patient underwent anesthesia and the port removal procedure due to infection. The patient's current status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2018). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that six months and thirteen days post port placement via the right jugular vein with the catheter into the mid right atrium, the port was allegedly infected. It was further reported that the patient experienced irritation and redness surrounding the insertion area. Furthermore, patient underwent anesthesia and the port removal procedure due to infection. Reportedly, the port was removed. The patient's current status was unknown.